Manufacturer narrative:
A medtronic representative went to the site to check the equipment. Representative reported that the x-stage cover was bent. The cover was removed and straightened. The imaging system then passed the system checkout and was found to be fully functional and issue resolved. No parts were replaced. No parts have been received by manufacturer for evaluation.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. Correction: it was reported by the representative that there was a loud noise when tried to move the gantry and re-homing the system did not resolve the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a electrode placement procedure, the gantry of the imaging system could not move in and out. The surgeon opted to complete the procedure without the use of the imaging system. The reported issue was discovered planning. Troubleshooting found that the gantry could complete all motions aside from the in and out motion. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.